Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4:the lot was manufactured from june 01, 2019 - june 04, 2019. H10: two (2) actual samples were received for evaluation. The top corner of the two samples were sliced where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak between the spike port cap tube and the spike port bonding area of the two samples. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding of the spike. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.